Event description:
Treatment of an avm. After one minute of onyx injection, the physician reported that onyx exited proximal to the tip of the catheter into a normal arterial branch. The injection was stopped and the catheter was removed. Another ultraflow catheter was used and was reported to have ruptured during the first 0.2cc of onyx injection. No pt injury reported. Same case as MDR# 2029214-2008-00098.

Manufacturer narrative:
The device will not be returned for eval as it was consumed. (B) (4).